Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and urethra atrophy with this artificial urinary sphincter (aus). The physician believes that, because of the atrophy, the cuff became too big for the patient and eventually it caused the urine leakage. A replacement surgery was performed during which all components were removed and replaced with no further patient complications. Upon explant, no device issues were identified.